Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm in length target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter left anterior descending artery. After pre-dilation, a 3.00x16mm promus element plus drug-eluting stent was advanced but failed to pass through the guiding catheter. The stent was pulled out and it was found bent and not straight. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that first two rows of distal stent struts were bunched and pushed proximally. The undamaged proximal portion of the crimped stent outer diameter was measured and is within maximum crimped stent profile specification. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several slight kinking on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm in length target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter left anterior descending artery. After pre-dilation, a 3.00x16mm promus element¿ plus drug-eluting stent was advanced but failed to pass through the guiding catheter. The stent was pulled out and it was found bent and not straight. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.